Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. An assessment confirmed the complaint. The assignable root cause was determined to be normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device was "getting hot". The event was not reported to have occurred during surgery. It was unknown if there were any delays in a surgical procedure or if a spare device was available for use. No patient or user injury was reported. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.